Event description:
It was reported that the user experienced difficulty attaching a connector, stating he could push it in but could not twist it to secure, and he successfully attached a different connector after attempting another from the same box. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no alarms requiring intervention, and no medical care. Investigation included troubleshooting over the phone and collection of the lot number for the affected box. Investigation of this case revealed that the issue was limited to a single connector that would not twist to lock, while another connector from the same supply functioned as intended, indicating an isolated product performance issue with the connector component. It was concluded, based on previously established findings for similar reports, that the cause was a single-unit connector defect.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.